Event description:
The physician was performing a filter placement to the vena cava, while advancing the optease vena cava filter through the 6 french sheath introducer, the device became impeded halfway through the sheath and would not advance further. Therefore, the sheath and the optease were removed together, however, the filter barbs were observed protruding through the sheath. The lesion was accessed through the femoral artery. There were no anomalies noted with the filter prior to insertion. Another product was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This product has been reviewed; however, analysis has not begun. Additional info will be provided within 30 days of receipt.